Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned as it was disposed at the facility; therefore, no physical examination could be performed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. All flexor shuttle tibial guiding sheaths are 100% inspected and verified prior to release. Based on the available information the root cause has been determined to be related to the patient¿s clinical condition of severely calcified arteries, and/or the healthcare professional¿s technique during the removal of device. Per the IFU: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor shuttle tibial guiding sheath was used in a left upper extremity arteriogram and stent placement in the left subclavian artery. It was reported that after the procedure was completed successfully, the hub disconnected from the end of the sheath during removal. This was captured in (B)(4) under report reference number 1820334-2017-03203. The physician inserted the dilator all the way into the sheath to remove it. During removal the sheath separated, exposing the metal coiling, at three different locations along the length of the shuttle sheath. This failure mode was captured in (B)(4), but will be reported under the same report reference number as the hub separation, as this is one device with two failure modes. The sheath was then completely removed from the patient without further issue. The patient's arteries were severely calcified and the physician believes it was the pathology that caused the sheath failure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.